Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up out of range atrial lead impedances were noted in the bipolar configuration while the impedance were within normal range in the unipolar configuration. It was also reported that many mode switches were noted due to noise on the atrial channel. The device was left in unipolar configuration and remains implanted. No adverse patient effects were reported.